Event description:
On 8/10/99, the facility's mgr, central supply informed the distributor's marketing mgr of the following: the device was implanted over a month ago (specific date not given). All x-rays confirmed implant correct and catheter intact. On 7/30/99, x-rays confirmed all was in place and intact. The pt began having problems: however, the type of problems were not specified. The physician thought the device was plugged (occluded). In 1999, the physician went to remove the device and insert a new device; however, x-rays prior to surgery indicated the device catheter separated from the device and lodged in the pt's pulmonary artery. The pt was sent to the cardiac cath lab (1999) for removal of the segment of catheter. Another device was not implanted because the seven (7) devices on hand at the facility were the same catalog/lot number as the explanted device and there were some concerns there may be a problem with the lot. On 8/26/99, the MFR received via fax a product release form from the facility to be signed in order to release the device to the MFR for analysis. The product release form was signed and immediately faxed back to the facility. On 9/3/99, the MFR's rep contacted the facility's director, risk mgmt to inquire as to the location. He stated that he has been out of the facility, but would see that the device was sent to the MFR on 9/7/99. No further details are available.